Event description:
It was reported the patient had charging issue. In turn, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned in the pocket to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.